Event description:
It was reported that the patient with this right atrial lead experienced a fall, which led to the dislodgement of this lead. This lead exhibited pacing inhibition and loss of capture. It was decided to reposition this lead. After the procedure the lead was performing accordingly. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial lead experienced a fall, which led to the dislodgement of this lead. This lead exhibited pacing inhibition and loss of capture. It was decided to reposition this lead. After the procedure the lead was performing accordingly. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: h6: patient codes.